Event description:
Medtronic received information that during use, the customer reported the cardioblate device created two lesions that indicated transmutation, 6 more attempts were then undertaken to attain transmutation for the third lesion with no success. Tissue thicknesses, fluids, device full contact, pressure cuff, saline flow and bleeding were all considered and checked with no improvement. The tissue in the jaws was less than the previous successful lesions. In addition, the surgeon repositioned the device and had even less tissue in the jaws, and still received another high impedance message. Surgeon insisted device was broken. A stapling device and suture were then introduced as an alternative. Patient impact was described as an increased time on bypass by 10-15 minutes. Patient status was described as alive-no injury. Generator model number: csa0701032 the device had not been connected 6 hours prior to use. The generator showed 6 ¿high impedance¿ error messages. The surgeon made sure the tissue was not too thick, and that there weren¿t pooled fluids in the area, and full contact with the tissue was checked. The sales rep ensured the saline pressure cuff was still at 300mmhg and evaluated the high impedance message trouble shooting error types on the screen and ensured that we looked at these possibilities for high impedance. The operator was very experienced with use of the device. The user did not consider a replacement of the cardioblate device following the high impedance alarms. The stapling was carried out at the surgeon¿s direction, to occlude the appendage. Additional information 23-mar-2020: it was confirmed that there was no additional patient impact.

Manufacturer narrative:
Visual inspection of the complaint device indicated no outward signs of damage to the device or connector pins. Additional visual inspection showed saline residue in the tubing. The device was attached to a 68000-generator, the device was connected and was recognized. The device was tested and a couple of ablation cycles were initiated with no issues observed. Conclusion: no device problem was identified. The complaint was not confirmed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use, the customer reported the cardioblate device created two lesions that indicated transmutation, 6 more attempts were then undertaken to attain transmutation for the third lesion with no success. Tissue thicknesses, fluids, device full contact, pressure cuff, saline flow and bleeding were all considered and checked with no improvement. The tissue in the jaws was less than the previous successful lesions. In addition, the surgeon repositioned the device and had even less tissue in the jaws, and still received another high impedance message. A stapling device and suture were then introduced as an alternative. Patient impact was described as an increased time on bypass by 10-15 minutes. Patient status was described as alive-no injury. The device had not been connected 6 hours prior to use. The generator showed 6 ¿high impedance¿ error messages. The surgeon made sure the tissue was not too thick, and that there weren¿t pooled fluids in the area, and full contact with the tissue was checked. The sales rep ensured the saline pressure cuff was still at 300mmhg and evaluated the high impedance message trouble shooting error types on the screen and ensured that we looked at these possibilities for high impedance. The operator was very experienced with use of the device. The user did not consider a replacement of the cardioblate device following the high impedance alarms. The stapling was carried out at the surgeon¿s direction, to occlude the appendage.